Manufacturer narrative:
Patient medical history includes but is not limited to: aaa, hypertension, CABG, congestive heart failure. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: dilatation, endoleak.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2022, the patient underwent follow-up computed tomography angiography wherein the physician identified a type 1b endoleak was present in the right common iliac artery (rcia) and decided to treat it. The physician decided to coil embolize the right internal iliac artery (riia) and extend the original device in the right common iliac artery (rcia). A contralateral leg component was implanted to extend coverage down to the right external iliac artery with intentional coverage of the riia. The distal endoleak was noted to have been due to disease progression distal to the original device. The endoleak resolved, and the patient tolerated the procedure well. Patient is reported to be doing fine.

Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.